Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 11cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. The analysis showed multiple abrasion marks along the lead fragments. In particular between 9cm and 7cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv and svc shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 31 months after the implantation, ventricular oversensing was reported.